Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during a routine follow up, lead dislodgement was observed. When repositioning was unsuccessful, the lead was explanted and replaced.